Manufacturer narrative:
The initial reported event of [infection/erosion] was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-07-03: it was further reported that the ipg exhibited premature depletion and was explanted and replaced.